Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred a day after the sensor was inserted. No information about the date of insertion or insertion site was provided. The patient stated he was admitted to the ICU multiple times due to a dexcom malfunction which included experiencing inaccurate readings with his device. There were no blood glucose or cgm values that were reported by the patient. The patient declined to provide further information. Data was evaluated and the allegation was undetermined. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.